Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with a test electrode belt's ECG and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The cause of the communication failure was the damaged wires. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that monitor had exposed wires.